Event description:
The following was reported by the user facility: it was reported that during treatment the dialysis machine alarmed and blood was observed in the lines. The blood flow rate was 200, dialysate flow rate 500. Blood test strips were not used. Estimated blood loss was less than 100 cc. Patient did not require any medical intervention and is doing well.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.